Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a report by a nurse from (B)(6) of leaking of transfer set and peritonitis in a patient (age not reported) coincident with dianeal pd1 (dianeal pd101 sys ii 0.5%) and dianeal pd4 ambuflex (dianeal pd4 sysii w/1.5%, 2.5% and 4.25%) therapies. On an unreported date, the patient began treatment with dianeal pd1 and dianeal pd4 ambuflex (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the nurse contacted baxter product surveillance for assistance with the homechoice device. At the time of the call, the patient experienced leaking of transfer set. In (B)(6) 2011, the patient experienced peritonitis. It was not reported whether laboratory and or diagnostic testing were performed. On an unreported date, the patient began remedial therapy with unspecified antibiotics (dose, frequency and route not reported). It was unknown whether dianeal pd1 and dianeal pd4 ambuflex therapies were ongoing or if the events of leaking of transfer set and peritonitis had resolved. Medical history and concomitant medications were not reported. The nurse did not provide an assessment of causality for the events of leaking of transfer set and peritonitis.

Manufacturer narrative:
(B)(4). Upon further investigation it was determined that this incident was was previously reported on manufacturer report number 1423500-2011-03529.